Event description:
Based on additional information received on (B)(6) 2018, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and next day patient had pain and swelling in both knees; later after unknown latency performed arthrocentesis taking approx. 35cc from each knee (knee effusion); also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, one injection (lot number: 7rsl021 and expiration date: (B)(6) 2020) into both the knees for bilateral knee pain. On (B)(6) 2017, the patient returned complaining of pain and swelling in both the knees (latency: 1 day). The physician noted the minimal swelling but performed arthrocentesis taking approximately 35 cc from each knee. The fluid samples (cell count from both the knees) were sent out to lab which was negative. On (B)(6) 2017, the patient called for another arthrocentesis. Patient was advised to ice, elevate and compress the knee and that any additional procedures were not recommended due to the risk of infection. Patient was advised what he was experiencing was normal reaction/ side effect. After the patient left the office, he still felt that were "challenges" with that knee so he went to a local ER department. The patient was referred from another orthopedic surgeon to the practice. The patient said the knee was still a challenge and went to the ER. The ER physician said there were no challenges and the patient went to their family practice and the family practice physician said there was nothing wrong with the knee. The ER department later assessed that there was "no other issues with that knee. The patient had gone to 4 different practices and all said there was no reason to drain as there was nothing to drain. On (B)(6) 2017, the patient was seen by the primary care physician (pcp) who agreed that further injections or draining of either knee was a risk of infection and that the patient should follow previous recommendations by the physician. Corrective treatment: ice, elevate and compress the knee for arthrocentesis taking approx. 35cc from each knee, pain in both knees and swelling in both knees outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2017. Event verbatim was updated from withdrew 100 cc off that knee to withdrew 30 cc's off that knee/ 30 cc drained along with the outcome. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on (B)(6) 2018. The case was upgraded to serious. Age of the patient was added. Information regarding the suspect product (dose, frequency, indication, lot number) was added. Action taken was updated. Additional events of device malfunction, pain in both knees, swelling in both knees were added with details. Event verbatim was updated from lab data was added. Seriousness criterion was added. Clinical course was updated from withdrew 30 cc's off that knee/ 30 cc drained to arthrocentesis taking approx. 35cc from each knee and its onset date was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated (B)(6) 2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.